Event description:
Ventilator dependent child was given new type of tracheostomy tube - coincident with this, the patient developed significant respiratory distress, with wheezing, poor ventilation despite the ventilator. Over the course of the next two weeks, the child was transferred to the ICU 3 times and hospital discharge was delayed at least two weeks. Flexible bronchoscopy was done, revealing that the tip of the tube was burrowed into the tracheal mucosa. A custom tube of a longer length was ordered, and when placed it became clear that the design of the tube made it inevitable and inescapable that the tip of the tube would impact onto the anterior tracheal wall.what was the original intended procedure?provision of a safe and adequate airway in a child.device #1is this a laboratory device or laboratory test?no.